Manufacturer narrative:
The device was received with intermittent button error response due to corroded keypad traces. There was no button error alarms noted. The device was received with minor scratches on lcd window. The device was received with cracked case at the display window corners and battery tube threads.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states they are having keypad issues, and keep getting button error message. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer's most resent blood glucose level was reported to be 186mg/dl.